Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the system was discussed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed in order to evaluate the system, an open circuit condition was observed. The therapy of the patient was turned off and the patient was hospitalized, and a system replacement is being discussed. This lead was surgically abandoned. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields: h6: patient codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the system was discussed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed in order to evaluate the system, an open circuit condition was observed. The therapy of the patient was turned off and the patient was hospitalized, and a system replacement is being discussed. This lead was surgically abandoned. No further adverse patient effects were reported.